Manufacturer narrative:
B3 - date of event - the date of event is unknown, and 01 mar 2026 has been used as a placeholder. The device has been requested for evaluation- it has not been received. The investigation is pending.

Event description:
Event occurred regarding a chemoclave vented vial spike, 13mm, where it they reported experiencing handling difficulties including leakage. They stated that "this is problematic when handling cytotoxic agents/monoclonal antibodies." Patient involvement is unknown.